Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. Vascular access was obtained via the right femoral artery. The 90% stenosed, totally occluded, 16mm in length, 2.25mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca), which contained over 90 degrees bend and two curves. After pre-dilation was performed leaving 80% residual stenosis, a 2.25x16 synergy drug-eluting stent was advanced but it failed to cross the lesion. While the physician would like to withdraw the delivery system, it was noted that the stent moved on balloon a little bit. The device was removed. A drug coated balloon (dcb) was used to treat lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts slightly flared and overlapping. Stent moved proximally on the balloon over the proximal markerband, exposing the balloon wall on the distal side for approximately 2mm. The product stent protector was returned for analysis with the device and the inner diameter was measured. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. Vascular access was obtained via the right femoral artery. The 90% stenosed, totally occluded, 16mm in length, 2.25mm in diameter, concentric and de novo target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca), which contained over 90 degrees bend and two curves. After pre-dilation was performed leaving 80% residual stenosis, a 2.25x16 synergy¿ drug-eluting stent was advanced but it failed to cross the lesion. While the physician would like to withdraw the delivery system, it was noted that the stent moved on balloon a little bit. The device was removed. A drug coated balloon (dcb) was used to treat lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.